Event description:
It was reported that due to inflation issues the patient had his inflatable penile prosthesis (ipp) pump explanted and tubing replaced with longer tubing. It was explained that the pump never properly inflated after implantation. The physician tried a ms pump reset, pull/stretch maneuver, and forced deflation (striction) maneuver to try to resolve the inflation issues without success. During revision surgery, it was discovered that the way the pump sat in the scrotum allowed for the pump/reservoir tubing to be kinked at the quick-connector. They replaced the ms pump only and allowed for longer tubing to relieve the kink.